Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was over 600mg/dl and a manual injection was administered to address the bg level. The customer resumed insulin deliveries without changing pump supplies or performed a supply change to resolve the past occlusion alarms.